Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not used the scs system in years due to discomfort at the pocket site reportedly, the patient previously fell out of a chair thus causing the ipg to become loose inside the pocket. As a result, surgical intervention was undertaken as the next course of action to address the issue. During the procedure, the original ipg was explanted and replaced with a new model and relocated to a new pocket site in the left abdomen. In addition, the physician added two new extensions to accommodate the new position of the ipg. Effective coverage was achieved postoperatively. The issue is resolved.